Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer went into diabetic ketoacidosis (dka) and was out of dka at the time of report. Customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
Unchecked adverse event. It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was 360 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.